Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mmod 19mm l catheter defective / damaged. Cannula is getting ruptured while cannulation, 3-4 being used in a single patients; increasing number of pricks.

Manufacturer narrative:
No sample was returned, further investigation could not be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause could not be determined. Complaint trend would be monitored. On the other hand, marketing team had been informed to engage with customer and ensure provide necessary user training.

Event description:
Cannula is getting ruptured while cannulation, 3-4 being used in a single patients; increasing number of pricks